Manufacturer narrative:
Concomitant medical products: product ID: unknown lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a ¿shocking¿ sensation at the incision site and device pocket. It was unknown if action was required, but the patient was well and recovering therapy. No further information was provided by the doctor about the patient and system, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
It was reported the issue would have been resolved by now as the date of report was a few weeks ago. However, the healthcare provider did state the information was not available.